Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and it was due to eating jelly beans. Customer¿s blood glucose level was 404 mg/dl. Customer was treated with insulin pump and manual injection. It was also reported that the tape was stuck in the inserter. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.